Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device display was dim. In a good faith effort (gfe) response from the field service engineer (fse) received, the fse stated that when at the customer site they did not observe a dim display issue. No further work for the dim display allegation was required or performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.